Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, service code) was confirmed due to the electrode belt¿s pulse wire being broken. The root cause of the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and was displaying a service code.